Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce in which it has been identified that a complaint with the same failure mode was reported for this serial number. Case 06220381 es - failed drawer and require maintenance a review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 07-sep-2022 to the present date, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of drawer failure was confirmed during fse testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse reported that there was no power to the main cabinet and a burnt electronics odor was present. The fse disconnected all components, performed troubleshooting, and isolated the issue to a faulty power supply. After replacing the power supply, the cabinet powered on successfully. The technician indicated that the other cabinet in the room contains the same medications. No delay was reported. Fse tested hardware test application and preventive maintenance activities were performed. Dchu testing during dchu visual inspection p/n 136617-03: was received with thermal damage on power supply board and chassis, no other anomalies were observed during visual inspection. During dchu testing p/n 136617-03: no dchu testing was required due to the thermal damage found during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified as thermal damage on power supply board, which compromised the proper functionality of station preventing from powering on and recovery.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed. As per part investigation, it was determined that there was thermal damage observed on the power supply board. There were no adverse events or injuries reported based on this event.